Event description:
A customer observed biased quality results for vitros tsh and psa using quality control materials on the vitros eci analyzer. The customer repoured qc fluids and repeated testing and obtained expected qc results. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event has been unable to determine the root cause. The customer is not cooperating in further troubleshooting. Evaluation of dataloggers and information provided by the customer indicates that the possibility of a sample mix-up is the most likely cause of this event, although this can not be definitely proven.